Manufacturer narrative:
B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an low vault with rotation. In a separate visit the lens was exahnged for alonger length lens. Cause of the event is unknown. The problem was resolved. H4 - manu date 29-jul-21 claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an low vault with rotation. In a separate visit the lens was exahnged for alonger length lens. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. At a later date, the lens was removed and replaced intraoperatively for a lens of longer length. Cause of the event is unknown. The problem was resolved.